Event description:
Meter name: one touch basic original, strip name: lifescan, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. A patient reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt redo check. The result on their meter was 137 mg/dl on 11/2001 and 211 mg/dl the day before. Treatment was extra medication. No further information has been reported.